Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that a partial detachment occurred. A left atrial appendage (laa) closure procedure was performed. An anterior curve watchman access system was attempted to be positioned into the laa's most anterior lobe over the pigtail. There was difficulty accessing the anterior lobe with this access system because of the anatomy of the appendage and where the 2 lobes bifurcated. The decision was made to switch to the double curve access system which provided a better angle into this lobe. Once positioned within the laa, the 30mm watchman laa closure device and delivery system was prepped and the pigtail catheter was removed where they then inserted the delivery system into the access system. As they were attempting to deploy the closure device, the feet came out and it was noted that it appeared the delivery system and access system were not 'clicked' together properly as one system. It appeared it had come disconnected. As soon as this was noticed, the physician stopped deploying the device which had only come out of the sheath up until the anchors. The shoulders of the device were still within the catheter. The physician recaptured the closure device and removed the delivery system. Once removed from the patient, it was seen on the closure device that there were small shredded strands of the access system attached to the device which may have occurred as the delivery system was removed from the access system. The feet of the closure device had not been fully recaptured back into the delivery system. Once this was noticed, they removed the access system and exchanged it for a new one. There were no adverse affects to the patient, and the case was able to be completed successfully having implanted a 27mm closure device.